Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the dura guard was damaged, the attention symbol was missing and the bearings worn. The assignable root cause was determined to be due to user error and the worn bearings were due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the dura guard was damaged, the attention symbol was missing and the bearings worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.